Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system and the steerable guide catheter are filed under separate medwatch reports.

Event description:
This is filed to report unintended movement and difficult removal of the clip delivery system (cds 80316u196). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The steerable guide catheter (sgc) was inserted and the cds (80316u196) was advanced. Visualization was difficult due to the anatomy. When applying m-knob, the shaft kept going in the opposite direction. The clip was not implanted. When retracting the cds, resistance was felt with the sgc. The cds was removed from the sgc without causing damage to the sgc. A second cds (80316u252) was inserted into the same sgc, when m-knob was applied; the shaft went in the opposite direction, not towards the valve. The clip was not implanted. When retracting the cds, one of the grippers got caught on the tip of the sgc and tore the sgc soft tip. The cds and sgc were removed separately without further issues. The procedure was discontinued. No clips were implanted, and the mr remains at 4. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. The reported difficulty removing the mitraclip delivery system (cds) from the steerable guide catheter (sgc) appears to be a result of procedural conditions (resistance was felt with the sgc). The reported poor image resolution appears to be related to the difficulty in visualization during the procedure due to the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.